Event description:
It was reported that one day after implantation of an intraocular lens (iol) into the left eye, the patient presented with cell and fibrin. Based on the findings the surgeon concluded the cause as toxic anterior segment syndrome (tass). The patient was treated with moxi, brom and pred and an antibiotic injection. In the surgeon's opinion, the most likely cause of the event was tass. Patient outcome was reported to be good.

Manufacturer narrative:
The device remains implanted. Investigation of this event is in progress. Recall of device is underway.